Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse observed that two pinch valves were only partially opening. The fse lubricated both valves to resolve the leak. The instrument was verified to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported that blood and diluent leaked from a coulter lh 500 hematology analyzer at the manual sampling probe as it wipes upward. The leak was not contained to the instrument and leaked onto the counter. The operator was wearing gloves and a lab coat when the leak was found. There were no reports of biohazard exposure to mucous membranes or open wounds. There were no erroneous results generated in connection with the leak.